Event description:
During the procedure, the introducer was inserted into the patient and air entered when aspirating blood from the green port of the hemostasis valve with the syringe. No abnormalities were noted upon sheath removal. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.